Event description:
It was reported that the fluid warming device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI and operator of device are unknown, no product information has been provided to date. One device was received for investigation. Under visual inspection the device was found to have wear and tear on the front cover, corroded drain fitting, and cracked tank cover. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer?s complaint was confirmed, it was leaking water from the device. The cause of the issue was found to be the crack in the back tank cover. Replaced tank cover, front cover, and drain fitting. Performed preventative maintenance and passed all functional testing. It was determined that customer damage likely caused this issue. The failure resulted from physical damage sustained by the monitor during use and handling. A manufacturing device history review (DHR) was not performed because the device is beyond a year from its manufacturing date of 2018-08 and there was no indication of manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.